Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the day of the event the cgm reading was low, and the patient self-treated with 2 glucose gels, a peanut butter sandwich, 10 glucose tablets. After self-treatment, the cgm reading stayed low and the patient experienced lethargic and vomited. The husband called the paramedics and took a fingerstick and the cgm was reading an unknown low value, and the blood glucose reading was high, meaning higher than 600 mg/dl. The patient was brought to the hospital where they received intravenous treatment. The patient stayed at the hospital for a total of 3 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient still felt tired but feeling better. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to calling the paramedics. The reported glucose values fall within the d zone of the parkes error grid when checked by the paramedics. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.